Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, a shaft break occurred. The 99% stenosed lesion was located in the calcified and tortuous distal right coronary artery (rca). After pre-dilatation, the physician attempted to advance the maverick2 monorail catheter, however, the shaft was broken during advancement. The procedure was completed with another same device. No patient injuries or complications were reported. The patient's status is reported as "good."